Event description:
It was reported that during a sleeve gastrectomy, the device was fired across thick stomach tissue on the second firing the some staples did not crimp at the crown; the area was the inner row of staples. Another device was used to complete the procedure. No adverse consequences reported. The device was discarded. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.